Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call diabetic ketoacidosis, hospitalization and no delivery alarm. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer resolved the no delivery alarm by changing out their complete set. Customer went to the hospital due to diabetic ketoacidosis and there were no alarms. The insulin pump will not be returned for analysis.